Manufacturer narrative:
Insulin pump passed the self test and the displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low level failures alarms noted during testing. No hardware low level failures alarms were found in the downloaded history files. The insulin pump was programmed with test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test value, 240 mg/dl, properly and displayed correctly on the display graph. No unexpected calibration errors noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had beep anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes. Customer was advised the insulin pump will need to be replaced and recommended customer refer to back up plan per health care professional instructions. Troubleshooting was performed. The insulin pump will be returned for analysis.